Manufacturer narrative:
It was reported that during an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium a hemostatic valve separation occurred. It was reported that the hemostatic valve broke and became detached from the hub but remained inside the hub once it detached. Blood return was observed (approximate volume not provided). Patient¿s hemodynamics was not compromised. No intervention was required to stop the bleeding. No air entered to the patient¿s body. The sheath was replaced, and the issue resolved. Device evaluation details: the device evaluation has been completed. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: -always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. -do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001330 number, and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. The customer had also provided pictures of the complaint device to aid in the investigation. According to pictures provided by customer, hemostatic valve was observed separated. Based on the picture received, the customer complaint was also confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Note: during product investigation the lot # was identified as 00001330. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium a hemostatic valve separation occurred. It was reported that the hemostatic valve broke and became detached from the hub but remained inside the hub once it detached. Blood return was observed (approximate volume not provided). Patient¿s hemodynamics was not compromised. No intervention was required to stop the bleeding. No air entered to the patient¿s body. The sheath was replaced, and the issue resolved. Since there¿s no indication that the bleed was excessive nor that patient¿s hemodynamics was compromised or that any intervention was required, this event won¿t be considered a patient adverse event but a product malfunction.